Event description:
Nurse inspected IV tubing and found 1 cm airspaces alternating with 1 cm fluid spaces from pump all the way to patient. Pump did not alarm for air in tubing. Biomedical engineering inspected pump, unable to re-create problem. Pump appears to be working appropriately. Patient was not injured.====================== health professional's impression======================defective pump or defective tubing